Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that there was a piece of white septum in the syringe. Additionally, it was reported that the cartridge was leaking at the septum. Reportedly, the cartridge was changed to address the issue. There was no impact to customer¿s blood glucose.